Manufacturer narrative:
(B)(4). Method: no product returned from user facility. Results: customer complaint could not be confirmed.

Event description:
Healthcare professional reports: on (B)(6) 2009, unspecified reference system inr 5.8. On (B)(6) 2009, hemochron signature plus system inr 3.3. Unspecified reference system inr 4.58. Patient therapeutic range 2.0 - 3.0 inr. No report of adverse events, serious injury, or intervention.